Manufacturer narrative:
Concomitant medical products: product ID: 97755; serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for the treatment of spinal pain. It was reported that the recharger was not charging the implant and a "no device found" screen was seen. The patient ensured the lithium battery pack was secure, but the controller did not recognize that the recharger was plugged in despite being unplugged and inserted multiple times. The controller had charged just the day before, and the patient could not feel stimulation as of (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the inability to charge or feel stimulation was resolved with the replacement recharger. No further complications were reported or anticipated.